Event description:
The customer contacted heartsine to report that their device did not administer shocks. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine became aware there was a patient involved who did not survive this event. Sections a, b, and h have been updated accordingly. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine performed a clinical review of this event and due to a lack of data it cannot be determined if the device performed to specification throughout this event. Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. The pad-pak used during the reported event had expired 37 days prior to the date of the event (june 1, 2025). No fault was found on the device during investigation. The device performed to specification throughout the investigation. The cause of the reported issue could not be determined. This device was archived by heartsine.

Event description:
The customer contacted heartsine to report that their device did not administer shocks. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer provided heartsine the serial number of the device, section d has been updated accordingly. Heartsine technologies ltd has received the device and investigation into the device malfunction is pending.

Event description:
The customer contacted heartsine to report that their device did not administer shocks. There was no report of patient use associated to the reported event.